Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked at the insert clamp while priming it with saline. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2020. Type of incident/problem: malfunction - during or after use level of harm: no effect: did not reach patient: detected before use or does not touch person during use. Incident details: bd alaris pump infusion set leaking at pump insert clamp, while priming with saline. Who was affected? No person affected. Frequency of problem: first time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary one used primary set, model 2420-0500 lot 20063263, was received by the customer for investigation. Upon visual inspection, no obvious defects were observed. The set was primed with blue dye and a leak was immediately observed at the lower fitment. The customer's complaint of the set leaking, at the pump insert clamp while priming, was verified. A device history record review for model 2420-0500 lot number 20063263 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on tubing engagement component. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked at the insert clamp while priming it with saline. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2020. Type of incident/problem: malfunction - during or after use level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: bd alaris pump infusion set leaking at pump insert clamp, while priming with saline. Who was affected? No person affected frequency of problem: first time.